Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 276 mg/dl. The customer had not corrected for the food that was consumed. Tandem technical support reviewed the how the max hourly bolus setting works with the customer. Reportedly, the customer delivered a bolus via the pump to address the high bg level.